Manufacturer narrative:
The field lt and rt logs were reviewed, and no abnormal alarms or events were noted. The root cause of the reported leg ischemia was likely related to patient condition. No product was returned for evaluation. The returned pump was visually inspected and no abnormalities were noted.

Manufacturer narrative:
Device evaluated by MFR: device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old white male patient had impella cp optical pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). During the night due to bleeding on the right groin femostop was installed, in the morning the patient had limb ischemia and the pump was removed.